Event description:
It was reported that the balloon couldn't be deflated at a tube removal due to the defect of inflation lumen. The collected sample was tested at the distributor and the alleged issue recurred several times. No patient injury reported.

Manufacturer narrative:
(B)(4). The actual device was returned for investigation. A device history record (DHR) review was conducted on lot 17381 and no issues that could have contributed to the reported event were identified. A visual exam was performed and the device showed some evidence of contamination , missing parts, no discoloration or kind of irregularities. The markings were clear and readable. The inspection of the blue control cuff and connector did not reveal any irregularities. A leakage test as well as inflation and deflation tests were performed with the returned device. The cuff was inflated with air and tested for leakages in a water quench. It could be inflated and deflated easily, without any difficulty and did not show any leakages. The performed visual examination and functional tests confirmed that the tested device was fully functional. The balloon inflation system showed no irregularities or leakages. Based on the investigation performed, we the reported complaint could not be confirmed.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the balloon couldn't be deflated at a tube removal due to the defect of inflation lumen. The collected sample was tested at the distributor and the alleged issue recurred several times. No patient injury reported.